Event description:
On 13 dec 2007, the sales rep reported that during a posterior lumbar interbody fusion (plif) the surgeon was implanting a spacer and during the insertion of the spacer, it seemed that the top half of the spacer had sheared off and broke. The surgeon did not attempt to explant the space. Surgery time was extended by fifteen minutes. There was no report of pt injury.

Manufacturer narrative:
Product has not been explanted. Investigation pending.